Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that the capped vent filter was damaged. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set leaked from two (2) small holes in the vent. This was observed when an ivig (intravenous immune globulin) bottle was spiked by the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.